Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements and oversensed ventricular due to lead dislodgement. The patient complained of being tired. The lead was electronically deactivated.